Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is likely that the foreign material was not removed because the device was not reprocessed properly due to a leak caused by damage to switch 3. As a result of this damage, the watertightness was lost. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event ingif-1100 operation manual chapter 3 preparation and inspection and preventive measures associated with the event in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope's light guide lens had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.